Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the green button could not be pressed, the handle could not be squeezed and the stapler did not fire. It was also noted that the reload did not connect with the stapler. They opened 2 new reload to continue. There was no patient injury.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the green button could not be pressed, the handle could not be squeezed and the stapler did not fire. It was also noted that the reload did not connect with the stapler.

Event description:
According to the reporter, during procedure, the green button could not be pressed, the handle could not be squeezed and the stapler did not fire. It was also noted that the reload did not connect with the stapler. They opened 2 new reload to continue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: both reloads had full staple complements. One of the reloads had the lock ring out of position. One of the reloads was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The remaining reload was unable to be loaded due to the lock ring being out of position. Upon disassembly, the lock ring was found to be fractured in the area of the rectangular window, and the fractured piece was wedged between the cover tube and the adapter. This prevented the lock ring from attaining the installation position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.